Event description:
It was reported that the ilet pump alerts were silenced for an extended period, during which the user experienced both high and low glucose readings, depleted insulin, and a depleted battery; the request originated from a caregiver concerned about missed alerts, and the case was categorized as cause unclear hyperglycemia with device use of ilet and oral glucose for treatment. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user, with no findings available due to insufficient information. Investigation of this case revealed no established device malfunction or component failure, and no clinical signs or conditions were documented beyond reported glucose excursions. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.